Manufacturer narrative:
One sample model 2477-0007, lot 24125245 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was coming from a pinhole at the top of the silicone segment. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The bd clinical team has been made aware of the issue and can provide additional instructional material for proper loading of the alaris pumps.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that a few drops of blood were noted on the ground and a very small hole noted in tubing at top of chamber.